Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that there were visible markings of burns on the charger board for the system. The representative reported that the power conversion assembly was not powering on with two fuses on the assembly being found to be open. The representative then returned to the site and replaced the power conversion assembly, the firmware was loaded onto the components. It was then reported that the imaging system could not perform image acquisitions. It was then reported that troubleshooting determined the high voltage tank and x-ray tube required replacement. Following replacement of the tube and tank, the system functioned as designed. It was reported that the collimator was also replaced in regards to the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator, gantry motion controller, the power enclosure charger and high voltage tank have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, a popping noise was heard emitting from the imaging system. Following the noise, the imaging system could no longer complete back and forth motion. The reported issue occurred when transferring the imaging system to the operating room (or). There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
He analysis of the suspect high voltage tank was completed by medtronic personnel. Testing found opens occurred within the unit. The resulting electrical failure mode was found during bench testing. Analysis of the suspect collimator was completed by medtronic personnel. Testing found that the ground wire on the x-axis motor of the collimator was open. Functional testing could not be performed on the suspect collimator.

Manufacturer narrative:
The imaging system's battery assembly tray 8 was returned to the manufacturer for analysis. Investigation confirmed reported issue. Battery tray 8 failed bench test. Fuse 1 and 2 were off, failed continuity test. Battery voltages measured at least 13 vdc on each with total measured voltage at least 26vdc. The hardware investigation found that reported event was related to an electrical failure; low voltage. Another battery assembly tray was also returned to the manufacturer for analysis. Investigation confirmed reported issue. Battery tray 2 failed bench test. Battery #4 recorded low voltage. Fuse # 4 failed continuity test. Battery # 1,2,3 passed. Total voltage and measured voltage total fell below specifications 50.38 vdc expected at least 52 vdc. Battery tray 6 failed bench test. Fuse # 4 failed continuity test. Battery # 1,2,3,4 and the total voltages measured were all within spec. Battery tray 7 failed bench test. Fuse #1,2,3,4 failed continuity test. Battery voltages measured at least 13 vdc on each and the measured total at least 52 vdc were all within spec. Visual inspection failed. Battery tray 7 cover has been punched through by the battery connector screws exposing battery terminals. The hardware investigation found that reported event was related to an electrical failure; low voltage.

Manufacturer narrative:
Device evaluation: the suspect rotor controller was returned to the manufacturer and evaluation was completed. No fault was found through functional testing, performance testing, visual/physical examination, and usability inspection. It was not possible to confirm the reported issue.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the capacitors c105 - c118 and c122 on the charger backplane board were burned. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The image acquisition system (ias) power tray was returned to the manufacturer for analysis. Analysis found that no failure with this component. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that there was an electrical failure due to damaged capacitors. The hardware investigation found that the reported event was related to a hardware issue.

Manufacturer narrative:
The x-ray tube was returned to the manufacturer for analysis. The tube was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.